Manufacturer narrative:
(B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that, after the use of electrodes/pads, the patient developed skin burns. The severity of the patient skin burns are not known at this time. Additional details have been requested.

Event description:
It was reported to philips that, after the use of electrodes/pads, the patient developed skin burns. The severity of the patient skin burns are not known. Additional details were requested, however, the customer was unable to provide any information.

Manufacturer narrative:
Additional details were requested regarding evaluation, however, the customer was unable to provide any information. Additional details were requested regarding resolution, however, the customer was unable to provide any information. The heartstart xl+ defibrillator remains with the customer. H3 other text : the customer was unable to provide evaluation details.